Manufacturer narrative:
The full lead was returned in segments, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The right atrial (ra) lead was replaced at the time of the right ventricular (rv) lead replacement. The ra lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.